Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pelvic pain') in a 43-year-old female patient who had essure (batch no. C95078) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included amenorrhea, gastroesophageal reflux disease, lumbar radiculopathy, cervical radiculopathy and unilateral carpal tunnel syndrome. Previously administered products included for an unreported indication: mirena from january 2015 to may 2017. On (B)(6) 2017, the patient had essure inserted. On (B)(6) 2017, the patient experienced procedural pain ("pain and cramping during placement of coils into the tubes"). In june 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). In july 2017, the patient experienced depression ("depression/psych injury") and anxiety ("mental anguish/psych injury"). On an unknown date, the patient experienced vaginal infection ("vaginal infection"), abdominal pain ("abdominal pain"), migraine ("migraines / headaches") and vaginal discharge ("vaginal discharge"). The patient was treated with ibuprofen, lorazepam, paracetamol (acetaminophen), venlafaxine hydrochloride (effexor) and surgery (bilateral salpingectomy (B)(6) 2018. Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain and abdominal pain had resolved, the vaginal haemorrhage, menorrhagia, vaginal infection, depression, anxiety and procedural pain outcome was unknown and the migraine and vaginal discharge was resolving. The reporter considered abdominal pain, anxiety, depression, menorrhagia, migraine, pelvic pain, procedural pain, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: essure tubal occlusion sterilization office procedure performed successfully under sterile conditions and betadine preparation. Coils placed without resistance on the right. Unable to place coil on the right with the iud in place. Therefore, iud was removed with patient's permission. Complete coils protruding into uterine cavity, 3 on right and 3 on left side. Discrepancy noted in date of insertion previously it was given as dec 2009 and now in this follow up it is given as (B)(6) 2017 discrepancy in date of removal: in pfs it is given as patient did not undergone for essure removal no but in mr it given as essure removed in (B)(6) 2018. It was reported that plaintiff was unable to afford removal surgery (discrepancy) diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 22-aug-2017: normal position of micro inserts with bilateral tubal occlusion. Most recent follow-up information incorporated above includes: on 22-nov-2019: pfs received: newly added newts- migraine, vaginal discharge, reporter was added, essure removal date was added. Concomitant drugs were added. On 21-nov-2019: fu 5 and 6 processed together- mr received: no new information were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') in a 43-year-old female patient who had essure (batch no. C95078) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included amenorrhea, gastroesophageal reflux disease, lumbar radiculopathy, cervical radiculopathy and unilateral carpal tunnel syndrome. Previously administered products included for an unreported indication: mirena from (B)(6) 2015 to (B)(6) 2017. On (B)(6) 2017, the patient had essure inserted. On (B)(6) 2017, the patient experienced procedural pain ("pain and cramping during placement of coils into the tubes"). In (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2017, the patient experienced depression ("depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced vaginal infection ("vaginal infection"). The patient was treated with paracetamol (acetaminophen) and surgery (bilateral salpingectomy ((B)(6) 2018)). Essure was removed. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, vaginal infection, depression, anxiety and procedural pain outcome was unknown. The reporter considered anxiety, depression, menorrhagia, pelvic pain, procedural pain, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: essure tubal occlusion sterilization office procedure performed successfully under sterile conditions and betadine preparation. Coils placed without resistance on the right. Unable to place coil on the right with the iud in place. Therefore, iud was removed with patient's permission. Complete coils protruding into uterine cavity, 3 on right and 3 on left side. Discrepancy noted in date of insertion previously it was given as (B)(6) 2009 and now in this follow up it is given as (B)(6) 2017 discrepancy in date of removal: in pfs it is given as patient did not undergone for essure removal no but in mr it given as essure removed in (B)(6) 2018. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2017: normal position of micro inserts with bilateral tubal occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-aug-2019: quality safety evaluation of ptc (product technical complaint). Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pelvic pain') in a 43-year-old female patient who had essure (batch no. C95078) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included amenorrhea, gastroesophageal reflux disease, lumbar radiculopathy, cervical radiculopathy and unilateral carpal tunnel syndrome. Previously administered products included for an unreported indication: mirena from january 2015 to may 2017. On (B)(6) 2017, the patient had essure inserted. On (B)(6) 2017, the patient experienced procedural pain ("pain and cramping during placement of coils into the tubes"). In june 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). In july 2017, the patient experienced depression ("depression/psych injury") and anxiety ("mental anguish/psych injury"). On an unknown date, the patient experienced vaginal infection ("vaginal infection") and abdominal pain ("abdominal pain"). The patient was treated with paracetamol (acetaminophen) and surgery (bilateral salpingectomy (B)(6) 2018. Essure was removed. At the time of the report, the pelvic pain and abdominal pain had resolved and the vaginal haemorrhage, menorrhagia, vaginal infection, depression, anxiety and procedural pain outcome was unknown. The reporter considered abdominal pain, anxiety, depression, menorrhagia, pelvic pain, procedural pain, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: essure tubal occlusion sterilization office procedure performed successfully under sterile conditions and betadine preparation. Coils placed without resistance on the right. Unable to place coil on the right with the iud in place. Therefore, iud was removed with patient's permission. Complete coils protruding into uterine cavity, 3 on right and 3 on left side. Discrepancy noted in date of insertion previously it was given as dec 2009 and now in this follow up it is given as 09-may-2017 discrepancy in date of removal: in pfs it is given as patient did not undergone for essure removal no but in mr it given as essure removed in (B)(6) 2018. It was reported that plaintiff was unable to afford removal surgery (discrepancy) diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2017: normal position of micro inserts with bilateral tubal occlusion. Most recent follow-up information incorporated above includes: on 3-sep-2019: plaintiff fact sheet received: events per pfs: abdominal pain were added. Outcome for pelvic pain and abdominal pain were resolved. Updated verbatim to depression/psych injury. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') in a (B)(6) year-old female patient who had essure (batch no. C95078) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included amenorrhea, gastroesophageal reflux disease, lumbar radiculopathy, cervical radiculopathy and unilateral carpal tunnel syndrome. Previously administered products included for an unreported indication: mirena from (B)(6) 2015 to (B)(6) 2017. On (B)(6) 2017, the patient had essure inserted. On (B)(6) 2017, the patient experienced procedural pain ("pain and cramping during placement of coils into the tubes"). In (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2017, the patient experienced depression ("depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced vaginal infection ("vaginal infection"). The patient was treated with paracetamol (acetaminophen) and surgery (bilateral salpingectomy ((B)(6) 2018)). Essure was removed. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, vaginal infection, depression, anxiety and procedural pain outcome was unknown. The reporter considered anxiety, depression, menorrhagia, pelvic pain, procedural pain, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: essure tubal occlusion sterilization office procedure performed successfully under sterile conditions and betadine preparation. Coils placed without resistance on the right. Unable to place coil on the right with the iud in place. Therefore, iud was removed with patient's permission. Complete coils protruding into uterine cavity, 3 on right and 3 on left side. Discrepancy noted in date of insertion previously it was given as (B)(6) 2009 and now in this follow up it is given as (B)(6) 2017. Discrepancy in date of removal: in pfs it is given as patient did not undergone for essure removal no but in mr it given as essure removed in (B)(6) 2018. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) -2017: normal position of micro inserts with bilateral tubal occlusion. Most recent follow-up information incorporated above includes: on 15-aug-2019: reporters, consumer¿s date of birth, essure removal date, lot number (c95078), events abnormal bleeding (vaginal, menorrhagia), vaginal infection, depression, mental anguish and pain and cramping during placement of coils into the tubes, physical pain start date, historical drug, lab data date added. Essure implanted date updated. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.